Event description:
Rv unipolar lead impedance warning on (B)(6) 2023. Measured 190 ohms. Currently measuring 209 ohms. Appears to be an ongoing issue. Device appears to be currently functioning as programmed. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).